Event description:
Smiths medical international ltd, has been notified of one event of air leakage through the cuff after in use for an unspecified amount of time and one when tube first exchanged. It is not known if the units were pretested per the instructions for use. Event occurred at hospital.

Manufacturer narrative:
Results evaluations: investigation: eval of the returned complaint event samples confirmed the customer observation of leakage from the cuff. On one unit inflation testing revealed one v shaped tear of 0.78mm in the wall of the product cuff, 23mm from the distal tip of the tube. On the second sample inflation testing revealed one v shaped tear of 0.64mm in the wall of the product cuff, 22mm from the distal tip of the tube. A review of our complaints history confirmed there have been complaints of this nature on this product code. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacturer. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packing. A batch review was not possible as no lot number was provided. Root cause: it is stated that the product was testing prior to use and became deflated following intubation; as such the damage found cannot be the result of a manufacturing fault. We have determined the root cause for these incidents is that the cuff became damaged following insertion through the stoma. It was also noted the location and nature of damage is virtually identical. Though these products are designed to as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced and is an inherent risk when using any tracheostomy product. This report has been logged for trending.